Manufacturer narrative:
Review of the transmitter alert history showed that a sensor replacement alert was first presented to the user on (B)(6) 2025. In-house testing of the returned sensor confirmed chemical underperformance, consistent with consistent with oxidation of the glucose-indicating component of the sensor hydrogel. Review of in-vivo data available in the data management system identified the same failure mode. The user was offered a sensor replacement as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 june 2025, senseonics was made aware of an incident in which a user received an early sensor replacement alertresulting in an early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was offered a sensor replacement as a resolution. B4. Date of this report 11 sept 2025. G3. Date received by the manufacturer? 11 sept 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.